Manufacturer narrative:
Patient testing on the lumiradx sars-cov-2 ag was performed on (B)(6) 2021 with strip lot 5000263 and instrument serial number (B)(4). Secondary testing was performed on the same testing platform, which produced a negative result. The customer reported the following process for testing on the lumiradx platform: "one sample is taken at a time, brought to the area where the analyzers are kept. The sample is then prepared in buffer solution." The customer reported their cleaning practices as follows: "anti-virucidal wipes are used". Customer reports that gloves are changed after each sample. No symptoms were alleged with this patient. Therefore, review of product risk assessment - sars-cov-2 ag assay revision 7, resulted in severity of minor, as follows: asymptomatic patients could experience secondary harm of unnecessary self-isolation and possible stress/anxiety. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported discordant result. Root cause determination: investigation conclusion and status of investigation: a product recall to remove this lot from service was conducted due to observations of a higher potential for false positive results. A root cause analysis and corrective/preventive action plan summary was performed and implemented under document number (B)(4) and was submitted to support the recall notification. Use of these test strips within this lot may result in false positive patient test results and potential exposure to unnecessary treatment or quarantine.

Event description:
This is report 12 of 60 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual asymptomatic patient.